Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent rmv was implanted to treat a 5cm malignant lesion in the lower esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous during the procedure, the physician deployed the wallflex esophageal stent rmv but upon checking the xray, it was noted that the stent was in the patient's stomach. The physician decided to leave the stent in the stomach and another wallflex esophageal stent rmv was implanted in the esophagus to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Due to the patient's short life expectancy (unrelated to the stent), the physician chose to not perform another procedure to remove the stent and left it in the patient's stomach.